Manufacturer narrative:
A label review was performed for the device; specifically the section containing the warnings and precautions. This complaint was investigated by (B)(4) and was confirmed. This complaint falls under a field safety corrective action which provides customers w/information on how to handle possible occurrences of leakage from the gas outlet. Internal complaint number: (B)(4).

Event description:
The quadrox oxygenator was noticed to have a blood leakage at the auxiliary o2 port immediately upon initiation. Another oxygenator was primed and inserted. The physician was present during the procedure. No fatal event occurred to the pt. The new lot number was 70100708.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).